Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
Related manufacturer reference number:1627487-2022-00166. It was reported that the patient experienced pain at the ipg site with stimulation on. Additionally, patient also experienced ineffective therapy. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The report of ¿pocket site pain with stimulation on¿ was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all functional testing (no anomalous outputs were observed). Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted.